Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -7 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. On the same day in a separate surgery the lens was exchanged with a shorter length lens due to excessive vaulting and refractive change over time. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).